Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped during prep. Another mynx device was used for hemostasis. There was no reported patient injury. The deployer was trained in the mynx device. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the device or packaging prior to prep. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped during prep. Another mynx device was used for hemostasis. There was no reported patient injury. The deployer was trained in the mynx device. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the device or packaging prior to prep. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned inside of clear plastic bag for investigation. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The syringe is connected to the luer hub. The procedure sheath was not returned for analysis. The stopcock is set on the opened position. The sealant remained in the manufacturing position fully covered by the sleeves. The balloon is torn presenting a burst condition. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. Simulated inflation/deflation balloon test was not performed due to the condition of the balloon as received. The balloon was inspected with a vision system to obtain a magnified image. The balloon burst was confirmed. The sealant remained in the manufacturing position fully covered by the sleeves. No other outstanding details were noticed. The complaint reported by the customer as ¿balloon~balloon loss of pressure¿ was confirmed as it was found that the balloon presents a burst condition that is impeding its inflation. The exact cause of the observed condition could not be conclusively determined during the evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Procedural factors and handling process may have contributed to the failure as reported. The product analysis does not suggest that the observed conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.